Manufacturer narrative:
Results of investigation: vyaire medical was unable to duplicate the customer's reported issue. All testing was performed using a good known test ac adapter as well as a test patient circuit and test lung. The ventilator passed an extended 71 hour run in test at the customer¿s settings. The ventilator also passed the ltv final test which includes many ventilation and alarm functions. Internal inspection of ventilator revealed the switch membrane assembly had indications of oxidation on the ribbon cable contacts of the switch membrane assembly. External inspection of the pigtail showed no signs of frayed cabling. During bench testing, the service technician was unable to reproduce the ¿ln vent1¿ (unexpected reset) conditions, however, review of the event trace log revealed two ¿ln vent1¿ entries on (B)(6) 2016. All other event trace log entries were consistent with normal ventilator operation.

Event description:
It was reported to vyaire medical that the ventilator went inop during ventilation with a patient and the unit was immediately switched with a backup unit. There was no patient harm associated with this reported issue.